Event description:
Customer reported a broken handle. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation handle. System operates as intended.